Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Concomitant medical products: product ID: evolutr-29-us transcatheter valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic and a bipolar lead impedance warning was noted. It was also reported that the lead exhibited high number of the sensing integrity counter (sic) v-v oversensing episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.